Manufacturer narrative:
Gtin number for item: 2426-0007, lot: 17066643 is (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a balloon in the silicone pumping segment occurred during an infusion. There was no report of patient harm.

Manufacturer narrative:
The customer's report of a balloon in the silicone pumping segment was confirmed. Visual inspection of the set showed a bulge on the silicone segment directly below the set's upper fitment component. Functional testing performed resulted in no further bulging on the silicone segment. The root cause was not identified.